Manufacturer narrative:
Service visited on (B)(4) 2011, and the field service engineer (fse) found the instrument was leaking wash concentrate 2. The fse replaced the wash buffer bottle and changed the filter.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak from synchron cx5 delta clinical system. The customer stated the leak was from the bottom of the hydro drawer. The fluid was in dark color that congealed into a hard tarry substance. The customer stated that this seemed to have been going on for a while as chassis appeared corroded. Customer has an emergency spill plan in place in the lab and access to msds. No injury was reported and there was no effect to patient or user.